Event description:
Patient underwent radioembolization (y90)and portal vein embolization. Surgeon performed an extended right hepatectomy. Per operative report: I was able to isolate the right hepatic artery, which was suture ligated and divided. Next, I performed an intraoperative ultrasound. There was a large tumor mass centered at the right hepatic vein and extended to the origin of the middle hepatic vein. The left hepatic vein was free from tumor involvement. At the hilar area, the tumor was not involved and therefore, I elected to perform dissection of the porta hepatis. The right bile duct branches were identified after I delivered the hilar plate down to the surgical field. The bifurcation between the left and right bile duct was identified, which was packed with the surgicel. I dissected the portal vein in the posterior surface. The right portal vein was removed with a blue vessel loop. A stapler was used to transect the right portal vein. At this point, I see the demarcation on the liver surface. In addition, the ultrasound confirmed the cancer involved segment 4a. Therefore, the parenchyma transection had to be involved at segment 4. I used a cautery to mark the transection margin. I used the cautery to incise the capsule of the liver. I used a cusa to perform the parenchymal transection. Multiple small bile duct, hepatic vein, hepatic artery, portal vein was identified either clipped with a titanium clipped or ligated with 2-0 or 3-0 silk tie and divided. By doing so, I was able to transect the hilar area. The bile duct was completely transected on the right side. As inched towards the hepatic vein, I was able to identify the middle hepatic vein. Dissection was carried on the top of the middle hepatic vein; however, the cancer was encroaching on the middle hepatic vein in the posterior surface. Therefore, I elected to sacrifice the middle hepatic vein. I used a vascular clamp to control the origin of the middle hepatic vein and the vein was transected. The whole specimen was removed from the surgical field. The orifice of the middle hepatic vein was over sewn with 4-0 prolene sutures. At the end of the case, after removal of the surgical drape, there was redness and four blisters were noticed on the midline and upper left side of the patient's abdomen.